Event description:
The manufacturer recieved an allegation that the power button will not turn off after fco remediations. Upon evaluation of the device, the complaint was confirmed. The device's front panel power button and display ribbon cable were replaced to address the issue.